Manufacturer narrative:
(B)(4). Batch # u5c493. Additional information was requested, and the following was received: what healthcare professional fired the device and what is his/her experience with the device? No further information is available. Is the colostomy temporary or permanent? No further information is available. Was the device difficult to close? No further information is available. Was the device more difficult than usual to fire? No further information is available. Was the firing stroke able to be completed (plastic to plastic)? No, the firing stroke was not able to be completed. What is meant by ¿anterior wall was uncut¿? The device did not cut the anterior wall. How was device removed prior to performing colostomy? No further information is available. No further information will be provided." Device analysis: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. Before firing the device the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic anterior resection, the device could not be fired on the rectum. The surgeon did not feel the washer was cut. It was found the anterior wall was uncut so that additional hand suture was performed. Colostomy was performed to complete the case. No leakage was observed. No further information is available.